Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately post intubation of a patient with a smiths medical bivona® adult tts¿ tracheostomy tube, an air leak was noted. No adverse effects were reported.

Manufacturer narrative:
One smiths medical bivona® adult tts¿ tracheostomy tube was returned for analysis in used condition. No holes were detected upon visual exam. A syringe was used to inflate the cuff of the sample and was submerged under water finding a leak in the cuff. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was conducted. Operations were reviewed with no discrepancies noted: line clearance was performed; training records were reviewed; cuff assembly operation was reviewed. Inflation test was audited during thirty two units finding no deflated cuffs. Based on the evidence, the complaint was confirmed and a CAPA was opened.